Manufacturer narrative:
The quality assurance dept at fidia performed a deep evaluation of the production and quality control documentation relative to the involved batch. This evaluation included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the evaluation of the quality characteristics of the raw materials and components used in the manufacture of batch 131700. From this evaluation, no anomaly was found and the lot is considered perfectly in compliance with the specifications. Pharmacovigilance comment: the reported event of joint infection may have been secondary to injection site administration. Of note, precaution has been indicated in the product reference document regarding strict aseptic administration technique to avoid infections in the injection site.

Event description:
Initial and add'l info was rec'd by sanofi-aventis from a physician via a sales rep and office mgr on (B)(6) 2011: a female pt rec'd hyalgan for knee pain on (B)(6) 2011, after the injection, she experienced a reaction which included inflammation, pain, and burning at the injection site. The pt remained hospitalized at the time of the report. The pt had rec'd previous hyalgan injections without a problem. No further relevant info was reported. Add'l info was rec'd from the office mgr on (B)(6) 2011: a microbiology report on an unk date showed rare (B)(6). Treatment measures included surgery on the knee which involved opening the joint up and debriding the area to remove the infection and intravenous (IV) antibiotics. At the time of the report, the pt was hospitalized but the reporter thought she would go home on (B)(6) 2011. No further relevant info was reported. This case corresponds to pt 1 of 2 (same reporter as (B)(6)).